Event description:
A malfunction alarm with code 12 was reported. There was no reported adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller. After the reset, the malfunction did not recur.